Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.